Event description:
Pt had a catheter placed 3/5/97. She was given blood over the weekend in another facility. After that was done, later they were unable to flush the catheter. The physician attempted to unclot the catheter in the or, but it infiltrated. Pt admitted for replacement of catheter.